Manufacturer narrative:
H10: the field service engineer (fse) went to the customer's site and found this was a new mx40 and the arrhythmia analysis options appeared limited and different to other units in the ward. The fse identified the device was missing option c01 which provides the enhanced arrhythmia analysis functionality. It should be noted that page 85 of the intellivue mx40 instructions for use (IFU) states "ECG and arrhythmia alarm overview. The ECG and arrhythmia alarms available depend on which measurements are switched on, and the arrhythmia option enabled for your mx40. There was no malfunction of the device, the customer's allegation was related to an optional setting. The fse added the c01 option to the device, tested functionality, and returned the device to service. The device remains in use at the customer's site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were not getting patient alarms. The device was not in use on a patient.